Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of one (1) year, seven (7) months due to unknown reason.

Event description:
It was reported and per investigation that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of one (1) year, seven (7) months due to severe stenosis. The patient presented with shortness of breath, chest pain, and hypotension at dialysis. The patient expired on (B)(6)2025, no valve intervention was performed. The cause of death was cardiogenic shock. Per medical records, echo on (B)(6)2024 showed restricted leaflet mobility with concern for halt and was empirically anticoagulated with eliquis. The patient was not a candidate for viv (tmvr) nor a candidate for surgery, so the patient was sent to hospice.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, d4 expiration date, g3, g6, h2, h4, h6 health effect - impact code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including chronic kidney disease, esrd dialysis, and coronary artery disease. Corrected data: after further investigation and receipt of additional information sections b2 and h1 were updated: b2 (uncheck death) and h1check as serious injury (uncheck death).

Event description:
It was reported and per investigation that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of one (1) year, seven (7) months due to stenosis. The patient presented with shortness of breath, chest pain, and hypotension at dialysis. The patient expired on (B)(6) 2025, no valve intervention was performed. The cause of death was cardiogenic shock.

Manufacturer narrative:
Updated sections: b2, b5, b7, e1 contact, g3, g6, h1, h2, h6 component code, health effect - impact code, health effect - clinical code, and device code(s).